Event description:
It was reported that the patient received three inappropriate shock therapy due to supraventricular tachycardia (svt) detected as ventricular tachycardia (vt)/ ventricular fibrillation (vf). The device could not discriminate the difference from an svt to a vt/vf even though the feature was turned on and inappropriately delivered shock therapy to the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).